Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal right coronary artery. A 8mm x 5.00mm nc quantum apex balloon catheter was advanced to the target lesion. On the first and second inflation, the balloon was inflated at 12 atmospheres and 15 atmospheres on the third inflation. However, during the fourth inflation, the balloon was inflated to 16 atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.